Event description:
The customer contact reported that during testing at the user facility, the device pendant would intermittently deliver a dose when pressed. There were no reports of any adverse patient events or delays in critical therapies while the pump was in clinical use. No additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer. The patient pendant is expected to be returned for further testing. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.